Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. .

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: customer reported that the display of the ventilator device showed technical error tf 232035 (pfilter sensor defect). This occurrence was noticed during patient ventilation. There is need for medical intervention reported. It's not clearly specified by the user if the patient got bagged or was re-connected to a spare ventilator. Neither delay in treatment nor harm to the patient, user or third party has been reported. The defect ventilator was taken out of use and checked. The pfilter connector got reconnected on the main board. It was unable to duplicate the error afterwards. The service software got performed. The ventilator device passed all functional tests and was returned to service. This case is seen as closed.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4).

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: customer reported that the display of the ventilator device showed technical error tf 232035 (pfilter sensor defect). This occurrence was noticed during patient ventilation. There is need for medical intervention reported. It's not clearly specified by the user if the patient got bagged or was re-connected to a spare ventilator. Neither delay in treatment nor harm to the patient, user or third party has been reported. The defect ventilator was taken out of use and checked. The pfilter connector got reconnected on the main board. It was unable to duplicate the error afterwards. The service software got performed. The ventilator device passed all functional tests and was returned to service. This case is seen as closed.